Manufacturer narrative:
The device, intended to be used in treatment, has been returned for evaluation. Visual inspection reported casing damage and inlet broken. Functional evaluation reported bad odor, the device could not generate negative pressure, establishing a relationship with the reported event. Root cause was determined as vacuum motor defective. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation it was found that the renasys go pump was unable of generate and control negative pressure due to the motor was defective. As this was noticed during service and repair activities, no patient was involved.